Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site. The cse decontaminated the system and checked the sample and reagent probes. Probe calibration was performed. The system is performing according to specifications. The cause of the discordant, (B)(6) surface antigen antibodies on one patient sample is unknown.

Event description:
A (B)(6) result was obtained on one patient sample on an immulite 2000 xpi system. The discordant result was reported to the physician(s). The original sample was repeated the next day on the same system. The patient was redrawn and this sample was tested on the same date that the original sample was being repeated and on the same system. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, (B)(6) result.